Event description:
It was reported by service report that there was no power to the bed or auxiliary outlet, the nurse call was not working, and the power cord was cut. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary outlet missing screw, broken jack screw in nurse call cable.